Manufacturer narrative:
Device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the blue safety sleeve is observed to have been disconnected, identifying that the inner cylinder has rotated and moved from its original position. The membrane is noted to be penetrated, indicating the device was used. A device history review was performed for reported lot 2401004, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. Retained samples of the reported lot were used for additional evaluation. All product was inspected, no damage or other defects were observed and the product and the injectors could be engaged and disengaged without issue. It is important to grip the white injector components when engaging/ disengaging; do not grip the blue safety sleeve. If the safety sleeve grips become dislocated, the injector is activated causing needle exposure. To prevent damage to the handles of the safety sleeve, the injector must be removed by pulling it backwards and must not be forcefully engaged. The instructions for use must be carefully followed when using phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time. It appears that this incident was due to excessive force during connection/disconnection of the device. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Durig investigation, product was found to be damaged. Injector blue safety sleeve is observed to have been disconnected. Description/details: it was reported that the n35j is broken. When tried to connect it before use, it stopped working, which is different from usual. Follow up was performed for additional information. Per response: can we get more information related to this incident. A: it will be as stated in the pir. Please reach out to the customer to verify, how is the injector broken? A: it is not possible because the product has already been shipped. Was the issue that the injector would not rotate to engage? A: it means that it could not be connected. Was there visible damage? A: the blue sleeve seemed to have come off. Did the needle become exposed? A: the needle wasn't exposed.